Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. Review of the device history records could not be performed as the lot number was not provided. A complaint history could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
It was reported during a shoulder rotator cuff repair, the true pass device would not capture suture and pass through the cuff. The needle mechanism appeared to be working without issue, but could not pass suture through the cuff. The tip of first needle broke. It was reported that the needle broke. The needle broke off at needle tip (indent). There was no damage noted to the truepass suture shuttle device, although it couldn't be used to complete the procedure, as needle would not pass through the cuff. It is unknown if the broken piece was able to be removed. There were no x-rays taken to determine if broken fragmentation was removed.